Event description:
Same case as MDR ID 2134265-2013-04616. (B)(4) study. It was reported that during percutaneous coronary intervention procedure ventricular tachycardia occurred. In (B)(6) 2012, the subject presented due to stable angina and myocardial infarction. The subject was referred for cardiac catheterization. The index procedure was performed and the subject was enrolled in the promus element plus study. Target lesion #1 was a culprit de-novo lesion located in the proximal left circumflex artery with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.50 mm. Target lesion #1 was treated with pre-dilatation followed by placement of a 2.50 x 16 mm promus element plus stent with 0%residual stenosis. Target lesion #2 was a de novo lesion located in the first obtuse marginal artery with 50% stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 16 mm promus element plus stent with 0% residual stenosis. During the index procedure, following the placement of a 2.50 x 16 mm pe plus study stent in the 1st obtuse marginal artery, the subject experienced ventricular tachycardia and this was treated by delivering shock of 200 j. Following which 0% residual stenosis was observed. The subject was discharged and aspirin and clopidogrel on the second day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).